Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this sales representative was inquiring about symptoms of a lead perforation. He noted that following the implant procedure, the right ventricular (rv) threshold measurements increased, however impedances and r-waves were stable. The pt felt poor. Technical services discussed the signs of a lead perforation. After determining a micro-perforation had occurred, the lead was repositioned to the septal wall of the rv. The lead remains in service. As no further info concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further info be provided.